Event description:
Animas contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, patient reported a possible detached or missing sensor wire. An ultra sound was performed and found no sensor wire in the patient. Patient is reported to be good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not retuned for evaluation. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation (redness, swelling or pain) at the insertion site. However, a root cause cannot be determined for the reported event.